Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The infusion set cannula was bent. Customer woke up with a blood glucose level of 401 mg/dl. The customer took a bolus and found his blood glucose level was over 500 mg/dl. The customer treated his high blood glucose level with a manual injection. The device was not returned.